Event description:
Reportedly, inappropriate shock was observed with the ICD involved in this MDR report. It was due to ventricular noise oversensing. In addition, shock impedance and manual lead impedance measurements were out of range. The ICD was replaced and returned for analysis. The associated sorin isoline lead s/n (B)(4) was left in situ; an additional shock-lead was implanted.

Manufacturer narrative:
July 22 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.